Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 19 mm trifecta gt valve was implanted. On (B)(6) 2020, tavi procedure was planned due to development of severe aortic insufficiency, which led to pulmonary edema. Tavi procedure was initiated, but the patient passed away during anesthesia induction.

Event description:
On (B)(6) 2016, a 19mm trifecta gt valve was implanted. On (B)(6) 2020, tavi procedure was planned due to development of severe aortic insufficiency, which led to pulmonary edema. Tavi procedure was initiated, but the patient passed away during anesthesia induction.

Manufacturer narrative:
An event of insufficiency, pulmonary edema, and patient death during anesthesia induction to replace the valve with a tavi was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.